Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer heard a grinding sound during a set change. The blood glucose readings have been high all day. The current blood glucose reading is 326 mg/dl. The insulin has squirted out during the manual prime. Customer is stuck in the rewind loop. The blood glucose reading is now 234 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with loud motor noise during rewind due to faulty motor. The insulin pump passed the displacement and rewind. The insulin pump alarmed during the prime test due to protruded/loose drive support disk.